Manufacturer narrative:
No product has been returned for evaluation as product remains in-situ, however; radiographs provided confirm a rod fracture. Even though root cause cannot be confirmed patient's accident may have contributed to alleged event. Labeling review: "...potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s)..." Patient education: "...preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed..." Post-operative warnings: during the postoperative phase it is of particular importance that the physician keeps the patient well informed of all procedures and treatments. Damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration, as well as to other complications.

Event description:
On (B)(6) 2013, patient underwent a procedure from t10 to l5 vertebral levels. Patient suffered a car accident where construct was reported as intact. As per reporter surgeon confirmed a rod fracture post initial assessment. Patient underwent a revision procedure.